Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic, bilateral salpingo-oophorectomy and excision of the cervical stump on (B)(6) 2011 and mesh was implanted to treat a vaginal vault prolapse. It was also reported that the patient experienced bleeding, inflammation and has undergone multiple surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and vaginal discharge. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.